Manufacturer narrative:
(B)(4). Batch # unknown. Possible lots # t4109y & t4106d. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of fourth photos, the following was observed: the first photo shows a tyvek from top view and belong to a proximate linear cutter. The second and third photos shows a partially open package and the seal area is not continue and it belong to lot # t4106d, exp date: 2024-09-30. The fourth photo shows a proximate linear cutter device from top view inside of its package with a blue reload loaded. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an unknown procedure, the sealed package had opened before use. There was not much glue to seal on the package of the device ((B)(4)). The nurse found the packaging damage when she was preparing the device during the operation. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. Device analysis: the analysis results found that a tlc75 device was returned inside the without apparent damage. The packaged was returned partially open from peel here area. The seal area was noted to be completed. Event could not be confirmed as the seal area was noted to be completed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Sterile sample returned: the analysis results found that a tlc75 device was returned inside the sterile package without apparent damage. Blue dye analysis was performed on the device to ensure there were no channels through the sterile barrier that were not detected by the unaided eye. The blue dye test confirmed there were no channels present in the sterile barrier. Event could not be confirmed as the seal area was noted to be completed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.